Event description:
It was reported that during setup, the solenoid valve was not functioning and the system was making noise after applying operating voltage. No pt injury was reported.

Manufacturer narrative:
The exact nature of the customers issue is not known. Possible heating or cooling problems, no flow or circulation, or noise reported. Terumo (B)(4) serviced the system for the customer to resolve their issue by replacing the solenoid valve. This report is being submitted to the FDA as a result of a retrospective review of product complaints.